Event description:
A lead fracture was reported at the ring electrode. Review of device data showed ventricular oversensing. The lead was replaced. No patient complications have been reported as a result of this event. An attorney alleges the patient "suffered severe physical and emotional injuries as a result of the defective" lead system.

Manufacturer narrative:
The information submitted reflects all relevant data received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Other: a lead fracture was reported at the ring electrode. Review of device data showed ventricular oversensing. The lead was replaced. No patient complications have been reported as a result of this event. An attorney alleges the patient "suffered severe physical and emotional injuries as a result of the defective" lead system. No conclusion can be drawn; lead(s), fracture of oversensing defective device.